Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is (B)(4) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-vial-access leaked on 47 occasions, was clogged on 22 occasions, was damaged on 25 occasions, and had foreign matter on 3 occasions. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported via survey response that the clinician experienced particulate embolism (22), leakage (47), vial access spike breaks during use (11), bd q-syte septum is damaged/defective (14), foreign matter on device (3). Additional information related to what leaked and from where states: "d5w/lr" "contact site" additional information related to bd q-syte septum is damaged/defective states: "fluid leakage," additional information related to the impact of particulate embolism states: "clogged" additional information related to the impact of leakage states: "after connection observing fast fluid leaking" additional information related to the impact of vial access spike breaks during use states: "snapped while in process" additional information related to the impact of bd q-syte septum is damaged/defective states: "no sucess in contact" additional information related to the impact of foreign matter on device states: "floating impurities"

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-vial-access leaked on 47 occasions, was clogged on 22 occasions, was damaged on 25 occasions, and had foreign matter on 3 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinician experienced particulate embolism (22), leakage (47), vial access spike breaks during use (11), bd q-syte septum is damaged/defective (14), foreign matter on device (3). Additional information related to what leaked and from where states: "d5w/lr" "contact site" additional information related to bd q-syte septum is damaged/defective states: "fluid leakage," additional information related to the impact of particulate embolism states: "clogged" additional information related to the impact of leakage states: "after connection observing fast fluid leaking". Additional information related to the impact of vial access spike breaks during use states: "snapped while in process". Additional information related to the impact of bd q-syte septum is damaged/defective states: "no sucess in contact". Additional information related to the impact of foreign matter on device states: "floating impurities".

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.